Event description:
The pump registered hi pressure alarms and the nurse turned the pt on his right side. The pump continued to alarm showing kinked catheter and hi pressure. The physician attempted to remove the iab but was having difficulty. He pulled harder and the catheter separated into two pieces; the one piece remaining in the pt. A surgical procedure was required to remove the separated portion of the catheter. There were no add'l pt complications.